Event description:
The customer alleged questionable sodium, potassium, chloride, and bicarbonate results on 1 patient sample. Of the results provided, the sodium and potassium were discrepant. Each test was performed 3 times from the same sample tube on the same cobas integra 800 analyzer: sodium: initial = 126 mmol/l; repeat 1 = 120 mmol/l; repeat 2 = 141 mmol/l. Potassium: initial = 3.7 mmol/l; repeat 1 = 3.4 mmol/l; repeat 2 = 4.0 mmol/l. The customer stated that no incorrect results were reported and that the patient was not adversely affected by this event. The customer noticed that empty reagent cassettes were covered with water drops when they were removed from the analyzer. When the customer opened the analyzer's lid she observed water drops all over the reagent cassette area and on the tips of all four reagent probes. The field service representative determined that the event was caused by droplets on the end of the probes due to a loose fitting. The field service representative tightened the fitting and dried the area. Performance tests were run and passed. Calibration and quality controls passed.